Manufacturer narrative:
Correction: please retract 2017865-2025-85757 as it was confirmed there were no allegations of malfunction or serious injury caused or contributed to by this product.

Event description:
It was reported that the patient presented with chest pain. Echocardiography revealed a pericardial effusion resulting from the implant procedure of the patient's leadless pacemaker (lp) system. Microdislodgement of the atrial lp was noted. The lps were explanted and replaced with a transvenous pacing system. The patient was recovering.